Manufacturer narrative:
Continuation of d10: product ID 97745; serial# (B)(6); product type programmer. Patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 controller ptm (s/n#:(B)(6) ) revealed a corroded connector and t5040 failure. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller constantly goes blank/non-responsive so that she was resetting controller all the time to resolve. Implant was taking up to 3 hours to charge, it was found on call that the rtm was damaged because the paddle part had pulled away from the cord leaving a silver ring on the cord. Patient insisted that controller battery pack be replaced as patient had never had battery pack replaced and has had implant 2018. The issue was not resolved. An email was sent to the repair department to replace the device. Pss emailed repair to send new controller, rtm and battery pack to patient. Additional information was received from patient. It was reported that their current controller is not responding when they press the padlock icon to unlock the screen, and now the controller won't power on. Pt reset controller, and when they tried to press on padlock icon the screen doesn't respond. Pt claims the device hasn't gotten wet. Pt thinks we should be sending her a brand new controller and not refurbis hed. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Pt called back and says the issue of having the padlock icon not functioning when pressed (to unlock controller) is now resolved with new controller we just sent. Pt says the controller is only intermittently charging up. Later in the call it was found out that this is because the pt is not using the replacement battery pack that was sent earlier this month, they are still using their original battery pack. A replacement battery pack was sent out. Pt called back and reported the green light is on ac power, but power is not being transferred to li battery, green light does not flash on controller with old or new replacement li battery. There was no damage to contacts inside controller or on either battery pack. New battery is empty, old battery is 50%, ins is 80%. A new replacement controller, ac power supply, and a battery pack was sent out. Pt called back from phone 2, extremely escalated after the numerous replacements that have not resolved the issue this past week. Pt requested a supervisor but pss was able to provide troubleshooting. Green light is on ac power. Power is not being transferred to li battery, green light does not flash on controller with old or new replacement li battery. No damage to contacts inside controller or on either battery pack. New battery is empty, old battery is 50%, ins is 80% caller repeated information from previously referenced cases including the first li battery received was in a damaged controller that didn't work and the battery was dead so pt sent that back (pss reviewed dummy controllers are non functional damaged devices used to transport li batteries safely) caller did not think this was a dummy controller. Caller is requesting a new, not refurbished, controller. Repair consult in teams indicated to replaced the controller, and li battery pack to ensure no contacts were damaged, repair verbal consult discussed also replacing the ac power to ensure the issue is not with a contact on ac power. Pss reopened case to email repair for new, not refurbished, ac power, controller, and li battery pack. And update secure note field with controller and li battery serial numbers (sn).